Event description:
A customer in (B)(6) notified biomérieux of a false positive cefoxitin screen (oxsf) result for a staphylococcus aureus qc isolate (atcc® 29213¿) in association with the vitek® 2 ast-p652 test kit (ref. 421857, lot 8021232403) using software version (B)(4). Initial: oxsf= positive. Repeat: oxsf= positive. Expected: oxsf= negative. There is no patient associated with this quality control strain; therefore there is no adverse impact related to any patient's state of health. Biomérieux will initiate an internal investigation.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of a false positive cefoxitin screen (oxsf) result for a staphylococcus aureus qc isolate (atcc® 29213¿) in association with the vitek® 2 ast-p652 test kit (ref. 421857, lot 8021232403) using software version 8.02. The customer's qc strain was submitted for investigational testing. A biomérieux internal qc strain (s. Aureus atcc® 29213) was also tested during the investigation. Testing included ast-p652 cards from the customer¿s lot 8021232403 and a random lot (8021067103) in duplicate for each strain. 912235 (customer¿s submitted strain): all four ast-p652 cards tested resulted in the expected negative oxsf result. No quality control deviations were observed. 694 (biomérieux internal strain): all four ast-p652 cards tested resulted in the expected negative oxsf result. No quality control deviations were observed. This testing did not duplicate the customer¿s false positive cefoxitin screen test results. Ast-p652 lot 8021232403 met final qc release criteria. This lot passed qc performance testing. See h10 for addtl mfg narrative.